Event description:
The ctr's vad coordinator notified the manufacturer clinical rep that a pt that has been supported by a left ventricular assist device (lvad) for over a year, experienced a red heart alarm while sitting in his office at work. The pt changed out his controller and went to the hosp for evaluation. The ctr determined that everything appeared to be fine, there were no more alarms and the pump sounded fine. The pt claims that when he was leaving the hosp and was walking in the parking lot, the device alarmed red heart (audible and visual) low battery. The pt claimed that the alarms went away when the driveline was manipulated. Pts vitals and flows were urremarkable with no change. The pt was admitted to the hosp and placed on pneumatic back up using a drive console and stroke volume limiter (svl). Requests were made for waveforms to be down loaded and sent in for evaluation, the vent filter to be sent in for analysis and for the ctr to x-ray the percutaneous lead for any damage. The manufacturer technical svc rep reported that the waveform analysis showed bearing wear as the cause of the alarms. The pump was exhanged for the manufacturer's clinical trial device. The pt remains ongoing on the manufacturer's clinical trial lvad.